Manufacturer narrative:
(B)(4). The insulin pump was received with a completely broken off battery cap heat stake posts. The device was received with a scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, cracked case on battery tube area, cracked battery tube threads, peeling end cap address label and cracked retainer. The pump was not able to perform any function tests due to damages.

Event description:
It was reported that customer had battery cap cracked/damaged battery cap. The customer blood glucose level was unknown. The insulin pump will be returned for analysis.